Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block e1: initial reporter's facility name is (B)(6) hospital ((B)(6) hospital) reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of a balloon damage. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual evaluation found no damages. During functional testing the balloon was inflated without a problem and was able to hold pressure. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of balloon damaged/defective could not be confirmed. The returned device had no visual damages, was inflated and was able to hold pressure. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after the balloon packaging was opened, the pressure did not rise during use, the balloon could not be inflated, and it was found that the balloon was damaged. The specific damage was unknown. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after the balloon packaging was opened, the pressure did not rise during use, the balloon could not be inflated, and it was found that the balloon was damaged. The specific damage was unknown. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block e1: (B)(6). Block h6: imdrf device code a04 captures the reportable event of a balloon damage.